Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not follow the recharge protocol. As a result, the patient¿s ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced. Therapy was restored postop.